Event description:
It was reported that the patients lead had moved. It was also noted that patients ipg was not holding a charge. The patient underwent a lead repositioning and ipg replacement procedure. The patient was doing well post operatively. The explanted ipg was disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI: upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 513399.